Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during a cataract surgery with intraocular lens (iol) implant procedure, the lens was stuck within the cartridge and subsequently broke during the implantation attempt by the doctor. There was no patient contact. The surgery was completed by using company lens.

Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. Iol (intraocular lens) returned positioned correctly in the iol case. Solution and dark bloodlike substance are dried on the iol. One haptic is broken/torn and returned stuck to the lens case lid with sticky tape, the other haptic is scratched/marked-rejectable. The optic is scratched/marked-rejectable. The iol (optic and one haptic) met specifications when dimensionally measured for edge thickness and plan view. No cartridge received. The reporter states the use of non-company viscoelastic, which is not qualified to be used with the associated product. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow IFU (instruction for use), as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).